Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "the bubble trap in the cardioplegia set ([part number] (B)(4) is leaking at the base of the chamber...came loose." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgery procedure.

Manufacturer narrative:
Terumo did receive an actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).